Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 67 (mg/dl). Customer stated they ate too late and knows this is why they ran low. Juice was consumed to address bg level. A recommendation was made for the customer to discuss low bg level with their healthcare provider.